Event description:
Patient reported to the organization the experience of feeling increased pressure during the irrigation procedure and then increased ear pain the morning. Review confirmed that the medical assistant utilized low pressure consistently and only adjusted the temperature during the procedure.